Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately 4 months post deployment of a 29 mm sapien 3 valve, the valve was explanted and replaced with a 23 mm surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve was not returned to edwards for evaluation. The location of the valve is unknown at this time. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 4 months post implant. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With such limited information, the reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.